Event description:
In 2009, the pt reported that a day prior, he had elevated blood glucose readings of up to 321 mg/dl. He stated that his blood glucose was "just a little bit on the high side just a while ago" and measured 200 mg/dl. He said that earlier today he noticed the infusion set adhesive may not have properly adhered to his body. He did not change the infusion set then but did change it just prior to the report. He discarded the infusion set at issue. On follow up with the pt 3 days later, he stated his blood glucose had returned to his normal range. He said he sometimes uses a transparent dressing on top of infusion set to hold the infusion set on his body. The sandwich method technique was discussed with the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.